Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump was unable to verify auto off alarm due to blank display. The insulin pump was received with corroded keypad traces, corroded battery tube, minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and was exposed to water. He stated that the insulin pump stopped working after he had jumped into a pool with the insulin pump on. He observed visible water in the device under the liquid crystal display. She observed fluid under the down arrow key as well. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.